Event description:
It was reported by the patient that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks. The last remote transmission was from a month prior, so technical services (ts) asked the health care professional (hcp) to have the patient submit a transmission. After review of the shocks, ts found they were inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). This crt-d remains in service. No additional adverse patient effects were reported.